Event description:
Consumer reported complaint for erratic blood glucose test results; complaint was reported via e-mail. Customer did not provide meter serial number/test strip lot number in e-mail. Customer stated he had purchased the product in (B)(6) 2021. Customer has been comparing results with another device. Actual blood glucose test results of concern were not provided. Customer did express concern that "this type of meters can kill a patient by adding more insulin that is needed or not enough." No symptoms or medical attention associated with use of the product was reported. Meter serial number and vial lot number were not provided in email.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in three follow-up emails to obtain additional information and be able to support with the initial concern - unable to establish contact with customer at this time.